Event description:
One incident of the clamp on the transfer set would not occlude the flow of solution when in the closed position. Per affiliate, this issue was noted during use and no patient was associated with this incident.